Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 for abdominal pain. A kink in the patient's catheter (not a fresenius product) was discovered and the patient underwent surgery to reposition the catheter. It was confirmed the malposition of the patient's pd catheter and the associated hospitalization were not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient has recovered from this event and continues ccpd therapy on a newly received liberty select cycler at home post - discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).